Event description:
Information was received with tablet data. It was noted that this was a new implantation according to information from the clinic; however, this still does not align with the first information provided with data on (B)(6) 2021 for the date of implant (therefore this was likely a replacement). Explant has not been received for analysis to date.

Event description:
The lead was received for analysis. No other relevant information has been received to date.

Event description:
Product analysis was approved for the returned lead. The report of explant due to high impedance was not confirmed. The lead assembly was returned for analysis in one piece; tie downs were not returned. A set of setscrew marks were observed indicating there was a good electrical connection to the lead at one point in time. The electrode array had typical implant/explant conditions. Continuity checks were made on the returned portion of the lead and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the physician saw high impedance with a new implantation of a generator. She reported that it was indicated immediately after the interrogation. After several reconnections, the problem could not be solved. The surgeon decided to use a new electrode. Again, a high impedance was displayed however this time it was resolved in the operating room. The representative asked them to perform a manual test, which was then within the normal range. Pre-operative diagnostics were not available. No additional relevant information has been received to date. The explanted lead has not been received for analysis to date.

Event description:
Device history records were reviewed for the lead. From this review it is clear this lead was manufactured in 2022 and therefore was the new lead used in dec 2022. It's unclear why 2021 was provided as the implant date but appears incorrect based on the products and data provided. Re-reviewing the provided tablet data shows that the m1000 was implanted on (B)(6) 2022. The device was likely implanted and interrogated prior to a lead being connected thus resulting in the high impedance message. However this could have also been seen with the original (ie first lead), no troubleshooting performed, and then lead was replaced during surgery. Data shows several in session interrogations showing the high impedance, and it was not until another systems test was run that shows good impedance (likely once the lead was connected). It is still unclear if they explanted a lead and implanted a second lead as they did indicate a lead was sent back (still has not been received for analysis). It still appears as though the explanted lead was implanted/explanted that day. There is also no indication of another device being interrogated around the time of this surgery (ie no explanted 1000 or other generator interrogated prior to this data). Therefore providing more evidence that this was an initial implant surgery suspect device will remain on the 304-20 device, assuming this is the lead that was explanted.

Manufacturer narrative:
B5. Describe event; d4. Lot#, expiration date; d6a. Implant date; h4. Manufacture date; corrected information; initial MDR inadvertently omitted information known prior to submission.